Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no discrepancies in inventory sheet. A technical support specialist (tss) remoted into the unit and confirmed that cubie admin correctly showed 01 02 assigned to the 5 325mg medication and 01 03 assigned to the 10 325mg medication, while myqlink logs showed the 5 325mg medication being issued twice from 01 02. The tss clarified that the issue screen displayed the position number, not the cubie number, explaining that cubie 01 02 corresponded to position 03. After confirming that the system was accurately showing the drawer and position during issuance and the customer understood. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue the medication hydroco/apap tab 5-325mg for patient, the screen indicated location 01 03 for this medication, and user was able to retrieve it from cubie 01 03. However, according to the inventory sheet, location 01 03 was assigned to a different medication hydroco/apap tab 10-325mg. The customer wondered why this discrepancy occurred, if cubie 01 03 was dispensing the 5-325mg medication, why does the inventory sheet list 10-325mg at that location.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue the medication hydroco/apap tab 5-325mg for patient, the screen indicated location 01 03 for this medication, and user was able to retrieve it from cubie 01 03. However, according to the inventory sheet, location 01 03 was assigned to a different medication hydroco/apap tab 10-325mg. The customer wondered why this discrepancy occurred, if cubie 01 03 was dispensing the 5-325mg medication, why does the inventory sheet list 10-325mg at that location. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.